Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified yellow particles, flat creases and wear abrasion on the shell. A microscopic analysis identified curved striated openings on the anterior and posterior of the shell. Non-penetrating nicks were observed on the opening of the shell. Based on the device analysis the final assessment is: curved striated openings which are assessed as surgical damage.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV, "stiffness and device appeared fixed and deformed." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV, "stiffness and device appeared fixed and deformed." Device has been explanted.